Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found no defects on the balloon section of the device. The balloon was tightly wrapped and was not subjected to positive pressure. The stent struts were bunched, raised and misaligned along its length, with the most severe damage in the center of the stent. There were no kinks or damage noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A non-bsc guidewire was used to wire the right coronary artery (rca). Predilatation was performed using a non-bsc balloon catheter. A 24 x 2.50 promus premier¿ stent was selected and advanced but it did not cross the lesion. The user tried several times to deliver the stent but it still did not cross the lesion. The device was removed from the patient's body and it was noticed that the stent has been deformed. A buddy wire technique was done with a non-bsc guidewire to cross the rca using a 24 x 2.25 promus premier¿ stent but it also did not cross the lesion. The device was removed from the patient's body. Predilatation was performed again using a non-bsc balloon catheter. The procedure was completed doing another buddy wire technique to cross the rca using a non-bsc stent. Post dilatation was performed with a 2.5x8 quantum apex¿ balloon catheter at 16 atmospheres (atms) with timi flow iii with good results. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A non-bsc guidewire was used to wire the right coronary artery (rca). Predilatation was performed using a non-bsc balloon catheter. A 24 x 2.50 promus premier stent was selected and advanced but it did not cross the lesion. The user tried several times to deliver the stent but it still did not cross the lesion. The device was removed from the patient's body and it was noticed that the stent has been deformed. A buddy wire technique was done with a non-bsc guidewire to cross the rca using a 24 x 2.25 promus premier stent but it also did not cross the lesion. The device was removed from the patient's body. Predilatation was performed again using a non-bsc balloon catheter. The procedure was completed doing another buddy wire technique to cross the rca using a non-bsc stent. Post dilatation was performed with a 2.5x8 quantum apex balloon catheter at 16 atmospheres (atms) with timi flow iii with good results. No patient complications were reported and the patient's status was stable.